Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, and the transmitter did not blink when connected to the sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed and the issue was not resolved by inserting a new sensor. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device. No product return is required for mmt-7040a.

Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and placed unit under microscope and found contamination/moisture damage at the connector pins, unable to continue with functional testing or verify loss communication and led anomalies. In conclusion, the customer complaint of led and communication anomalies could not be confirmed, due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.